Manufacturer narrative:
Analysis of extensions, model # 37085-95, serial #'s (B)(4), found the molded rubber on the distal ends of the stimulation extensions were overstressed and damaged. (B)(4).

Event description:
It was reported that during the initial implant the extensions were being tunneled with the tunnel tool. The carrier broke and the extensions got caught. The extensions were examined and appeared to be ok on visual check. Impedances were checked and the system was intact. Approximately 1 week after surgery the impedances were low and the surgeon decided to replace the extensions. The broken carrier was not saved for analysis. The system was intact following the extensions being replaced on (B)(6) 2012.

Manufacturer narrative:
Extension: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Extension: model 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Tunneler tool; model 365538, lot unk. (B)(4).